Event description:
During the preventive maintenance of a da vinci surgical system by the intuitive surgical, inc. Representative of the field service engineer (fse) found that the patient side manipulator (psm) arm failed the friction test. The psm is an instrument arm located patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for failure analysis investigation. Failure analysis found that the arm passed the in-house friction during pre-fa. The arm failed the in-house brake weight drop test. The arm will be upgraded with new brakes on both of the axis 1 and axis 2. This complaint is being reported due to the patient side manipulator arm failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.